Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/30/2013 with the following results: there's no visible damage to the keypad. Confirmed the contrast button has an intermittent response. Removed the keypad and found contamination under all button contacts. Unrelated to the complaint, a crack along the battery compartment, extending from the threads to the case seal, was noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive ok/ enter button) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.